Manufacturer narrative:
Examination of the returned device confirms the reported event of adjustment wheel breakage. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per eco417322 as a running change for future batches. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
During impaction of the final femoral component, the femoral introducer locking wheel shattered. During secondary impaction the secondary femoral impactor shattered.